Event description:
On (B)(6) 2019, the patient contacted lifescan USA, alleging that his onetouch ultra 2 meter was reading inaccurately erratic. The following complaint was classified based on information obtained from customer service representative (csr) documentation. The patient stated that the alleged issue began at 3.31 am on (B)(6) 2019. The patient alleged that he obtained blood glucose readings of ¿331, 191 and 284 mg/dl¿ on the subject meter, performed within 20 minutes of each other. Based on statistical methodology these readings exceed lifescan¿s criteria for precision. The patient reported that he manages his diabetes with ¿insulin 73 solution¿ and that he made on changes to his normal diabetes management in response to the alleged inaccurate results. The patient alleges that at an unknown time (he cannot remember) after the alleged issue he developed symptoms of ¿dizziness¿, which the patient confirmed required no treatment. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. Csr noted the patient did not have control solution. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury adverse event. The patient did not develop signs/symptoms suggestive of a serious injury, nor did she receive medical intervention for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because the calculated difference between the reported results falls outside lfs¿ accuracy criteria and the alleged inaccuracy was not resolved during troubleshooting.